Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the infusion set plaster is getting wet and bloody after some days in use. The patient is unsure if the infusion set is leaking insulin. No adverse event reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.